Event description:
It was reported that the caller stated the patient is inpatient and needs a brain scan due to dysarthria and right sided weakness that started yesterday evening. The caller spoke with patient and patient's husband who indicated they can't put the implantable neurostimulator (ins) into MRI mode. The caller was able to go to patient's bedside and technical services (ts) walked them through putting the ins into MRI mode which showed MRI mode not available with "eligibility cannot be determined" and code 2511 2122 22 000; ts had caller back out of MRI workflow and confirm patient's therapy was still on. Ts reviewed that ins cannot be put into MRI mode due to potential high impedance; an open circuit was detected. The patient's husband mentioned in the background that patient was uncomfortable and they saw manufacturer's rep (rep) yesterday. Ts reviewed to have ins checked with tablet to investigate the impedance issue to see if an MRI is possible - caller noted they are working with rep and hcp to get this coordinated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.